Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy periods, parity 4, multigravida and migraine. Concurrent conditions were listed as menstrual cramp, bleeding breakthrough, adenomyosis and abnormal uterine bleeding. The only concomitant product mentioned was mirena (levonorgestrel) until (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with norethindrone acetate (norethisterone acetate) as well as surgery (robotic assisted hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): findings: normal external female genitalia. Multiparous cervix with iud strings visualized. Normal uterus, tubes and ovaries. Normal appearing appendix. Normal appearing liver edge. Left ovarian corpus luteal cyst. Infundibulopelvic ligament laxity specimens: cervix, uterus and bilateral tubes. Left ovarian cyst. [Pathology test] on (B)(6) 2023: procedure/findings: laparoscopic assisted hysterectomy, salpingectomy. Material submitted: a. Cyst, biopsy, left ovarian. B. Uterus, fallopian tubes. C. Intrauterine device, explanted. Diagnosis: a. Cyst, biopsy, left ovarian: fragments consistent with hemorrhagic corpus luteal cyst. B. Uterus, fallopian tubes. Cervix ¿ unremarkable. Endometrium ¿ inactive. Myometrium ¿ leiomyomata, superficial adenomyosis. Fallopian tubes ¿ unremarkable. C. Gross only. Medical device, intrauterine device, removal: consistent with intrauterine device gross description: right fallopian tube: fimbriated 4.0 x 0.7 cm, inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device left fallopian tube: fimbriated 5.0 x 0.9 cm, inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device explanted iud: white flexible t shape portion of plastic consistent with an intrauterine device, 3.2 x 3.2 cm with 2 attached portions of strings each 5.7 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted for female sterilization. The patient had a medical history of heavy periods, parity 4, multigravida and migraine. Concurrent conditions were listed as menstrual cramp, bleeding breakthrough, adenomyosis and abnormal uterine bleeding. The only concomitant product mentioned was mirena (levonorgestrel) until (B)(6) 2023. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with norethindrone acetate (norethisterone acetate) as well as surgery (robotic assisted hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynecological examination] (date unknown): findings: normal external female genitalia multiparous cervix with iud strings visualized normal uterus, tubes and ovaries normal appearing appendix normal appearing liver edge left ovarian corpus luteal cyst infundibulopelvic ligament laxity specimens: cervix, uterus and bilateral tubes left ovarian cyst [pathology test] on (B)(6) 2023: procedure/findings: laparoscopic assisted hysterectomy, salpingectomy material submitted: a. Cyst, biopsy, left ovarian b. Uterus, fallopian tubes c. Intrauterine device, explanted diagnosis: a. Cyst, biopsy, left ovarian: fragments consistent with hemorrhagic corpus luteal cyst b. Uterus, fallopian tubes cervix ¿ unremarkable endometrium ¿ inactive myometrium ¿ leiomyomata, superficial adenomyosis fallopian tubes ¿ unremarkable c. Gross only medical device, intrauterine device, removal: consistent with intrauterine device gross description: right fallopian tube: fimbriated 4.0 x 0.7 cm, inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device left fallopian tube: fimbriated 5.0 x 0.9 cm, inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device explanted iud: white flexible t shape portion of plastic consistent with an intrauterine device, 3.2 x 3.2 cm with 2 attached portions of strings each 5.7 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.